Event description:
According to the reporter, prior to use of the device, after testing, the surgeon was able to squeeze the handle and press the green button however the device was not able to fire. A manual handle was used with the same reload to resolve the issue. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:unknown); unknown egia su, unknown endo gia sulu (lot#unknown); sigpshell, sig power sigpshell control shell (lot#n4b1935y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.